Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and the customer¿s weight was inaccurate in their profile. The customer's blood glucose was under 50 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process and assisted in updating their weight. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.